Manufacturer narrative:
The returned purely yours ultra pump met all functional ameda specifications and visual inspection standards. None of the allegations were able to be duplicated or could be confirmed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2018 regarding an issue while using the replacement purely yours ultra breast pump she received on (B)(6) 2018. She was provided with a finesse pump initially which functioned well for her however she required a car adapter for it to power on while working from her car. As of this date, the finesse car adapter was not on the market. So she asked for the purely yours ultra pump which she already bought a car adpater for. Customer reports the purely yours ultra was painful to use and seemed to cycle erratically resulting in sore nipples. Milk expression decreased significantly leaving her breasts full. Customer reports developing left breast mastitis after exclusively pumping with this pump for the next week. She was examined by her healthcare provider, prescribed oral antibiotics and began using her finesse pump to fully express her breast milk effectively. Within several days, customer improved and she feels well again.